Event description:
(B)(4): it was reported that the elbow cover on the spring arm / horizontal arm joint of the ceiling-mounted surgical light / flat panel suspension has come off and cannot be put back on. The cover was discovered on the ground between cases. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
There was no pt involvement at the time of the event, therefore, no pt date exists. The elbow cover involved in the alleged event has been requested to be returned to the MFR for additional eval. It has not yet been returned. The investigation is ongoing. Eval summary: it is unk how the elbow cover became detached from the suspension. There are two halves of the elbow cover that snap-fit into each other. There was no adverse consequence reported as a result of the falling elbow cover. The elbow cover involved in the alleged event has been requested to be returned to the MFR for additional eval. It has not yet been returned. The investigation is ongoing.